Manufacturer narrative:
The pump has been returned to animas for evaluation; however, product investigation has not been completed. Once evaluation has been completed, a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 08/07/2013-device evaluation: the pump has been returned and evaluated by product analysis on 07/16/2013 with the following findings:when the pump was powered on the display was observed to be dim. A test display was installed and functioned properly. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. The display on the animas pump reportedly has been dim and fading since last year. There was no trauma or moisture issue. The contrast was set accordingly but the issue is not resolved. The pump is being returned for investigation. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of troubleshooting.